Event description:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on unspecified number of electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on june 16, 2023.